Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. The customer had not reported any symptoms and was treated with drinking soda. Customer's blood glucose value was 58 mg/dl at time of incident. Customer's current blood glucose value was 46 mg/dl. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. The drive support cap appears normal (slightly indented). Customer report customer is not alleging delivery of insulin without user input. Customer was explained about the 2 low blood glucose rule. The product was not returned for analysis.